Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had under delivery. The blood glucose level was 15.8 mmol/l. It was reported that the customer had experienced high blood glucose. Customer also stated that the insulin pump was under delivering as the bolus feature was not working well in the pump and not delivered enough insulin. The product will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08760 inches. No under delivery anomalies noted.